Event description:
Device malfunction: failure to deploy, plunger. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, the physician followed all the steps but was unable to fully depress the needle plunger. He removed the plunger and no suture was present. The device was removed and a second proglide was successfully used to achieve hemostasis. There were no adverse patient effects. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.